Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as 6000093-2006-02298. It was reported that approximately 257 days after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. The patient initially presented with substernal chest pain. The patient was administered plavix in the emergency room. A progressive lesion was located in the left anterior descending (lad) artery. The vessel was 3.2mm in diameter, mildly calcified and 50% stenosed. Laser atherectomy was performed prior to the stenting procedure. A taxus express2 3. 00x32mm drug eluting stent (des) was deployed in the lad with good results. Just prior to the procedure the patient was administered morphine and aspirin; during the procedure the patient received heparin, integrilin, nubain, versed and angiomax; post-procedure aspirin, plavix, accupril, lipitor, tiprol xl, mvi and antana were administered. The next day, a taxus express2 2.50x24mm des was placed proximal but overlapping the stent placed the day before. Approximately, 257 days later the patient discontinued plavix use due to finances. The same day, the patient presented with substernal chest pain and was diagnosed with thrombosis in the lad. Percutaneous transluminal coronary angioplasty (ptca) of the occluded stent was performed. No further complications were reported.